Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. The left and right clutch, clutch spring, worm gear, worm coupling and motor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed error code b2070969 (travel coarse error), even after plunger replacement. The event occurred during testing. The device evaluation was verified the alarm.